Manufacturer narrative:
Limited information has been obtained regarding this event. If new information is obtained which effects the information in this report a follow-up report will be filed.

Event description:
A screw was broken proximal to the osteotomy.